Manufacturer narrative:
Technician found the pins on the end of the gas springs weren't activating the spring. He determined this was due to age. Replacing both gas springs resolved the issue with trend and reverse trend.

Event description:
Account alleged the unit's trend and reverse trend weren't functioning.